Manufacturer narrative:
The company representative confirmed and replicated the reported event. The power supply was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance (qa) to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The root cause of the reported event is attributed to a nonconforming power supply. It is inconclusive how this component became nonconforming. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The power supply was received. And a visual assessment of the returned sample revealed, no obvious nonconformities. The power supply sample was installed into a calibrated console. And would not turn on. The issue was, due to the nonconforming power supply. The reported event was confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a machine switched off on its own. No patient harm was reported. Additional information was received indicating the event occurred during the phacoemulsification (phaco) phase during a cataract procedure. The procedure was completed by shifting to another machine. There was no patient impact.